Event description:
The customer reported that the device locked up and would not power down unless all power sources were removed.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.